Event description:
It was reported that during a fistualgram procedure of a fistula located in the arm, the balloon detached. The physician easily advanced the ultra-thin balloon dilatation catheter to the fistula and was inflated once to 8-10 atms. As the physician was withdrawing the ultra-thin balloon catheter through another manufacturer's 6fr sheath mild resistance was encountered. Once the ultra-thin balloon catheter was removed outside of the pt it was noted that the balloon had detached from the catheter. The 6 fr sheath was removed over-the-wire and then placed on the back table. An introducer was inserted through the sheath which "pushed out" the "collapsed and intact" balloon. It was noted that the catheter was "smooth and undamaged". The distal end of the sheath was "not flared or concerning for a snare". The procedure was completed with this device. No pt complications were noted and the pt's status was reported as "fine".

Manufacturer narrative:
(B)(6): it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The batch number is unk and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).